Event description:
As reported, the saber rx 6mm 30cm ruptured in the superficial femoral artery due to severe calcification. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the balloon from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped per the ifi and was prepped normally. The device was able to maintain negative pressure during prep. The balloon did not rupture while in a stent. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and there was no resistance while inserting through the guide catheter. Difficulty was noted while advancing the balloon through the vessel. There was difficulty crossing the lesion with the balloon catheter. The catheter was never in acute bend and was never kinked while being used. The device was removed intact from the patient. The device was discarded. Some information was requested; however, the information was not obtained.

Manufacturer narrative:
As reported, the saber rx 6mm 30cm ruptured in the superficial femoral artery due to severe calcification. There was no reported injury to the patient. The product was stored properly according to the instructions for use (IFU). There was no difficulty removing the balloon from the hoop, removing the protective balloon cover, stylet, or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped per the ifi and was prepped normally. The device was able to maintain negative pressure during prep. The balloon did not rupture while in a stent. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve and there was no resistance while inserting through the guide catheter. Difficulty was noted while advancing the balloon through the vessel. There was difficulty crossing the lesion with the balloon catheter. The catheter was never in acute bend and was never kinked while being used. The device was removed intact from the patient. Additional information was requested; however, the information was not obtained. The product was not returned for analysis as it was discarded. A product history record (phr) review of lot 82230543 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification likely contributed to the reported event as calcification is known to damage balloon material. The balloon material may have encountered calcified spicules during delivery or upon balloon expansion. However, without the return of the device for analysis, it is difficult to draw a clinical conclusion between the device and the event reported. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.